Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported import stripped during placement, noticed internally, tooth 3.

Manufacturer narrative:
Zimvie received one (1) (B)(6) (osseotite tapered certain prevail implant 5/4 x 8.5mm) for evaluation. Visual evaluation was performed, the implants packaging was returned opened. The implant had signs of use with bone debris on its external threads. The implant's drive feature was damaged. Measurements match drawing DHR review was completed for the subject lot number 2120014077. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120014077 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was customer error, applying to much torque/speed during seating. Therefore, based on the available information, a device malfunction did occur. The implant was used. The implants drive feature was damaged. The reported event/coob was non-verifiable since the condition of the product/packaging received by the customer was unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.